Event description:
During pt use, all of sudden 'backup battery low' and 'shutdown imminent' alarms occurred on battery power. Reportedly, the ventilator did not recognize the power pac battery. The ventilator kept ventilating. However, the pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, add'l pt info was not provided.